Manufacturer narrative:
The reported event of ¿tip was bent¿ was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during a new implant procedure, when the right ventricular (rv) lead was being placed, the physician stated that the lead tip was bent so he was unable to place the lead in an appropriate position. The rv lead was exchanged. There were no reported patient consequences.